Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 600 mg/dl. Customer was able to resolve issue with a set change. Customer treated high blood glucose with manual injection. Customer's symptoms of high blood glucose were, dehydration and lightheadedness. Troubleshooting was performed on insulin pump. It was found that cannula was not bent, time and date were correct, basal rates and bolus wizard were programmed accurately, and insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose and possible scar tissue.